Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within spec. No unexpected battery out limit alarms noted. The device was received with intermittent buttons due to corroded keypad traces. No frozen screen noted. The device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device had cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer initially reported a battery out limit alarm from the insulin pump, and then stated there was a frozen screen on the device. The customer stated there was no response from any buttons on the insulin pump. The significant event leading up to the frozen screen and the alarm was a battery change. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 128 mg/dl. No further information was provided.